Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with a substantial head bleed which was confirmed by a CT scan. The patient's international normalized ratio at the time of the event was 2.6. Care was withdrawn. An autopsy will not be performed and the pump will not be returned.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 8 months. The lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.